Manufacturer narrative:
Additional information has been received on august 25, 2017. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported through the FDA's medwatch program (report mw5070812) that the patient was implanted a anatomical shoulder reverse, humeral insert, pe, 36-3 on an unknown side on (B)(6) 2008 and the patient underwent revision surgery in 2010 due to unknown reasons.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. FDA reference number: mw5070812. (B)(4).

Event description:
It was reported that the patient was implanted a anatomical shoulder reverse, humeral insert, pe, 36-6 on an unknown side on (B)(6) 2008 and the patient underwent revision surgery in 2010 due to unknown reasons.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A concession was found that has no effect on the effectiveness of the product. Review of event description: it was reported that the patient underwent total shoulder replacement with an anatomical shoulder inverse/reverse system on (B)(6) 2008 and that new humeral cup and inlay were implanted on (B)(6) 2008 due to dislocation (this first revision was reported under (B)(4)). It was further reported that the patient experienced chronic pain as well as erb's palsy, paralyzation in right shoulder, arm, hand and severe chronic lymphedema and underwent revision surgery in 2010. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Additional information has been requested several times but was not available. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown. Review of product documentation: anatomical shoulder inverse/reverse ¿ surgical technique showed that the product combination was approved by zimmer biomet. Root cause analysis: it is only known that the patient experienced chronic pain as well as paralysis of the arm and severe chronic lymphedema and that he underwent revision surgery. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. However, all possible causes related to the issues reported are listed in dfmea. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).